Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1992ml, indicating the home patient (hp) drained 1992ml more than their maximum programmed fill volume of 2500ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. The cause of the issue was determined to be a false empty detected during the initial drain. The initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a follow-up report will be submitted.